Manufacturer narrative:
(B)(6). (B)(4).

Event description:
This report summarizes 23 malfunction events. A review of the events indicated that model 1009-900-000 anesthesia gas machine experienced a mechanical problem resulting in loss of a mode of ventilation. Of the 23, 17 involved failure of the unit to switch to mechanical ventilation when requested, 3 were reported as losing the ability to mechanically ventilation, 2 reported for intermittent or brief loss of the ability to ventilate, 1 reported for the bag to vent switch not working preventing mechanical ventilation. These reports were received from various sources. Of the 23 events, 16 did not involve patients, and 7 did involve patients. Of the 7 patients involved, there was no patient information available.